Event description:
It was reported that the lead had dislodged and intermittent cross-talk was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead, measuring 5cm from the connector pin was returned. Without return of the entire lead, a complete analysis could not be performed.